Event description:
It was reported that during a da vinci si hysterectomy procedure, the wire around the pulley system on the prograsp forceps instrument became frayed. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp remained in the clevis. The clevis did not exhibit excessive damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.